Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image and pink screen malfunction due to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service / maintenance the subject device had an abnormal image and shows pink screen. There were no reports of patient involvement.